Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Oversensing of noise leading to pacemaker mediated tachycardia was also observed on the electrogram. The patient's system was reprogrammed to vvi and the patient will continue to be monitored. The device continues to remain implanted and in service. No adverse patient effects were reported.